Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that an inclusive tapered implant failed. The implant was placed on (B)(6) 2019 at tooth location #3. The implant was later removed (at an unknown date) due to failure to osseointegrate. The doctor was asked for further information about the event. However, the doctor refused to provide any other information.